Manufacturer narrative:
Event date: (B)(6) 2021. During the device evaluation, it was determined the unit needed a new lcd. The unit passed all other tests. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer returned asset, a line was found on the right side of liquid crystal display (lcd) display. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty lcd panel could not be determined. Olympus will continue to monitor field performance for this device.